Event description:
A patient reported blood glucose results of 270 and 180 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported their ot ultra meter was missing segments. Patient stated that patient obtained reading of 275 and 184 mg/dl. No symptoms reported. No adverse event reported. The issue was not resolved with troubleshooting. No further information has been reported.